Manufacturer narrative:
The reported event of pump disassociated file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of harm.

Event description:
The customer reported that epic made a change to their interface based on the latest ihe pcd specification which caused many issues. For example, the pump disassociated two times right after association for a cefazolin infusion on the same patient on two different days. There was no report of patient harm.